Event description:
Previous (right) wrist fusion with plate and screws. Pt developed problems with symptomatic hardware and presented for removal. One screw broken before admission and broken tip remains in pt.